Event description:
Customer reports meter results of 5mg/dl while using the advantage system. The result is outside the numeric reading range of 10 - 600 mg/dl of the device. No quality controls were run. No adverse event reported. Customer has no product to return; a replacement was sent.